Manufacturer narrative:
DHR reviewed. Lot met specifications. There are no capas or non-conformances related to this lot or part number. The device problem reported could not be replicated with the devices returned. The drill guide and inserter reported to not work together appropriately prepared and deployed when simulated use per the technique guide was followed. It is likely, the fracture site site was not reduced and/or stabilized for both drilling the holes and implanting the staple. One of the warnings and potential risks detailed in the IFU (lbl-zb202301) is "reduction of the site should be achieved and maintained prior to implanting the device. The compressive force of the staple closing should not be relied upon to achieve closure or reduction of a fracture line". Based on the device returned, simulated use, and IFU warnings, the investigation found the complaint cause to be traced to the user as proper reduction (as simulated in house) led to a successful device implantation.

Event description:
Drill guide width did not match size of staple therefore kit was unusable, had to open the 10mm kit for the staple to fit in pre-drilled holes. When we placed the 10mm staple, handle was extremely hard to release requiring excessive effort reported surgical delay increased by 25 minutes.